Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Reference MFR. Report # 3006705815-2019-01726. It was reported the patient is not receiving effective therapy due to high impedances. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Patient now has effective therapy.